Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged three times during implant after catheter slitting and push and pull testing. There may have been accumulated torque that caused the lead to rotate counterclockwise. The lead was ultimately removed and a different lead was implanted. No patient complications have been reported as a result of this event.